Event description:
A physician reported that the tip of the tip is usually beveled, but it was almost straight during cataract surgery (with intraocular lenses implant). The tip was in this state from the beginning (it did not break during surgery). Therefore, no fragments fell or remained inside the eye. The surgery was completed on same day after replacing it with a new product. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).